Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Fse found that the issue was due to excessive bubbles caused by valve 14 assembly. Service replaced the valve 14 assembly and that resolve the customers issue.

Event description:
Customer reported that on (B)(6), au480 clinical chemistry analyzer generated six (6) erroneous na (sodium) high patient results. Results were corrected and there was no change to patient treatment. No patient demographics were provided. Qc ( quality control) recoveries were reviewed and were within the lab established ranges.